Event description:
It was reported by the rep that the (1) er420 was used during a laparoscopic splenectomy procedure. It was reported that the surgeon used the device to clip the splenic vein branches. The clips severed and scissored vein. The surgeon used pressure harmonic scalpel and a second clip applier to control the bleeding. The splenic artery was clipped off prior to the bleeding so there was no pt consequence, the main blood supply had already been controlled. The operating room time was extended by 45 minutes.